Event description:
In 2008, the lay user/pt's spouse contacted lifescan (lfs) alleging that the pt's one touch ultra2 meter was reading inaccurately high. The medical affairs specialist (mas) spoke with the reporter on nov 26, 2008 and obtained the following info. The pt reported that the alleged issue began approx two weeks prior to contacting lfs. On an unspecified date/time, the reporter stated that the pt obtained a reading at or close to "200 mg/dl," with the subject meter. As a result of the reading, the pt allegedly took 20 units of lantus insulin. At an unspecified time, after administering the insulin, the reporter claimed that the pt developed symptoms of low blood sugar. She indicated that the pt became shaky, felt like passing out, and had a sensation of a "white light" behind his pupils. It is unk how much time elapsed between when the pt took the insulin and the onset of symptoms. The pt reportedly drank soda, orange juice, and milk in response to the symptoms and felt better afterwards. The day prior, the pt's spouse also stated that the pt obtained blood glucose readings of "156 mg/dl" with the subject meter and "116 mg/dl" with another meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The reporter indicated that the pt did not take any action regarding his diabetes management at the time of that comparison. At the time of troubleshooting, the customer care advocate (cca) confirmed that the pt was using the correct testing technique and cleaning the puncture area properly. Replacement products were sent to the pt. This complaint is being reported because the pt claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.